Event description:
When rn flushed distal access port, proximal access port spurted large amount of blood and saline after blood draw. The pressure from this flush caused fluid to escape through the rubber tip of the luer lock which was secured tightly to the access tubing. The luer lock was replaced and is functioning properly. Luer-lock secured at station. Blood sprayed onto the patient but did not come in contact with rn. Had potential for exposure or escaped medication/chemo infusion.